Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for (B)(6) patient tested for elecsys troponin t hs (high sensitive) assay (troponin t hs) on a cobas e 801 module. The initial troponin t hs result from the primary tube was 48.5 ng/l. This result was reported outside of the laboratory. New samples were obtained from the patient on (B)(6) 2018 and (B)(6) 2018 and were run from an aliquot. The troponin t hs results were 5 ng/l and less than 5 ng/l respectively. The clinicians became suspicious of the initial result from (B)(6) 2018 since there was such a big difference. The initial sample from (B)(6) 2018 was repeated and the result was 16 ng/l. The customer stated there were no alarms with the results and qc results were fine. The customer did not see any fibrin or clots in the sample. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 17649600. The expiration date was not provided.

Manufacturer narrative:
No issues were identified during a review of the alarm trace. Calibration and qc results were acceptable. The investigation is ongoing.

Manufacturer narrative:
The primary tube which generated the erroneous results was centrifuged for 5 minutes at 4000g on the statspin centrifuge. The recommended time is 3 minutes at 4000g, or 4 minutes at 2000g, or 10 minutes at 1500-2000g. The new samples which generated acceptable results were processed by the cobas 8100 analyzer. The investigation was unable to find a definitive root cause.